Event description:
Complaint: # (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary did not request the product back for investigation since maquet cardiopulmonary ag is aware of similar complaints from this product. Similar product, showing a similar malfunction, has been investigated in #703007205: when priming with water, a leak was detected at the point claimed by the customer (pos 5.) 'Opening for holder'. Based on this, the failure could be confirmed. Trend search: trend search were performed.. (B)(4). Risk assessment and control: quadrox-I small adult/adult, quadrox-ID adult dms #1464420 version13 the risk is covered. H1.2.6; h2.8.3; h2.8.4; h2.9.20; h2.9.21; h2.9.22; h2.9.23; h2.9.24; h2.9.25. The most probable root cause of the failure is unknown. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
During priming leak was detected at opening for holder of quadrox-I adult hmo 70000+vhk 71000. Oxygenator was replaced as corrective action. Complaint no:(B)(4).